Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that error e103 occurred due to insufficient fixation of the heat-sink nuts inside the device. However, the root cause could not be determined. This supplemental report includes a correction to e1 and e3 to provide information that was inadvertently not included on the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center had an error code e103. The issue was found during a diagnostic naso-endoscopy procedure. There were no reports of patient harm. The device was inspected prior to use. The duration of the procedure was prolonged approximately 10-15 minutes as the provider was trying to get a clear view as she scoped the patient and had to complete the procedure with a similar device in another exam room. The patient did not require sedation or anesthesia for this procedure and there was no medical intervention nor patient impact due to the delay.

Manufacturer narrative:
The device was evaluated on-site by an olympus field service engineer (fse). During troubleshooting the olympus fse secured the wingnuts to the heatsink assembly inside the light source as they were not tightened all the way. After tightening the wingnuts the error stopped and did not re-occur. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.